Manufacturer narrative:
(B)(4). The product was not returned for analysis; therefore, our investigation was limited and the underlying root cause could not be determined. Distal embolization including to a previously uninvolved territory is a known complication of mechanical thrombectomy procedure and is documented in the mindframe capture lp revascularization device instruction for use. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event.

Event description:
Medtronic received report that a patient experienced distal emboli in new territory during a mechanical thrombectomy procedure with no neurological decline. The patient was treated for a right middle cerebral artery (mca) m2 syndrome. It was reported that mindframe thrombectomy for distal mca inferior division m2 occlusion was successful with complete reperfusion (tici 2c) with residual frontal m4 occlusion. It was reported that emboli to new territory was found in the right ica follow up angiogram. The distal anterior temporal artery m4 occlusion detected at baseline was not approached. There is a frontal branch m4 emboli to new territory with good collateralization via aca. No additional treatment was provided due to good collateral supply. No presence of neurological deterioration as the baseline nihss was 14 and post treatment nihss was 6.